Event description:
It was reported in a clinical study that a patient underwent an additional procedure approximately 8 years post implantation due to disassociation. The custom ulnar component had disengaged from the distal srs. Components were reconnected and no devices were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: comp srs disc 50mm dst bdy lt cat# 211250 lot# 793670. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left elbow arthroplasty is present with disassociation of the ulnar implant proximally. The humeroulnar articulation is maintained. The proximal radius ID anterior in position on the lateral view. There is no fracture. The entire humeral implant stem is not included on the images. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 3 years follow up: moderate pain, severe difficulty with adls, no other complications, patient satisfied, x-rays show no complications, severe difficulty not an abnormal finding 3 months post-revision elbow, pain moderate and expected; 5 years follow up: moderate pain, severe difficulty with adls, no other complications, patient satisfied, =x-rays show no complications; 10 year follow up: daily medication for shoulder/elbow pain, ongoing difficulties with adls, no further complications or plans for intervention; per: event: custom ulna component has disengaged from the distal srs. They were able to reconnect the morse taper in surgery. No explantation/revision. A definitive root cause cannot be determined. The reported event has been confirmed through the provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.